Event description:
During a surgical procedure, the screw extension became separated from the screw. Surgeon replaced the screw and extension to complete the case. The following day, the instruments were inspected and material displacement was found on one of the instruments. X-rays were reviewed and metal shavings were noted in the patient. A follow up surgery was conducted to remove the metal shavings.

Manufacturer narrative:
Device was returned for evaluation and no material defects were found. It appears to be a static failure due to the application atypical force during use. No definitive conclusions can be made at this time.